Event description:
Event description guidant received information that the patient implanted with these transvenous defibrillation and coronary sinus leads developed a pneumothroax following implant. A chest tube was placed and the situation later resolved. There were no reported adverse patient effects or symptoms.